Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported during a lung resection procedure that when the surgeon fired the second device, he found some of the staples were malformed. He then changed to another one to complete the procedure. There was no adverse pt consequence.